Event description:
Surgery date of (B)(6). Customer states the guide seated on patient and had no issues with drilling during the surgery. He states the guide positioned the implant too much to the palate, almost out of the palatal bone. When the doctor noticed the placement was incorrect, he removed the implant, probed the palatal bone to ensure it was intact and then he placed the implant back in and took a radiograph. The patient is in no discomfort, but will need to return for a second surgery to remove the implant on (B)(6).

Manufacturer narrative:
The investigation could only be performed on the digital design files. The customer threw the guide in the garbage after the surgery, and it cannot be retrieved. The preliminary investigation results point out that the simplant guide was designed according to specifications based on the clinical data provided by the customer. This event is reportable per 21 cfr part 803.